Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had screen dimmed, act button had to be pressed multiple times to worked. Customer lock that hold clip worn and was not stay connected to insulin pump and making difficult secure. No harm requiring medical intervention was reported. Customer declined to troubleshooting. The insulin pump shut it self off randomly after alarming for software and made grinding noise. The device will not be returned for analysis.